Event description:
Customer reported being hospitalized due to high bg's. The cause of hospitalization (as per md) was unknown. Clamp was sent to customer and was advised to call back for high pressure test when clamp arrives.